Event description:
Customer reports hemochron signature plus / pt assay inr is inconsistent with an unspecified lab instrument. This report is for pt 2 of 4. Pt therapeutic range is either 2.0 - 3.0 or 2.5 - 3.5 inr. On (B)(6) 2009, consecutive error messages "out of range low" on signature plus - coumadin dose subsequently increased. On (B)(6) 2009, consecutive results of 5.0 inr on signature plus - subsequently coumadin dose withheld for 3 days. On (B)(6) 2009, 1.7 inr on signature plus - subsequently, coumadin dose adjusted to unspecified level. No reports of adverse events or serious injury.

Manufacturer narrative:
(B)(4). Additional customer reporting evaluation: eqc evaluated and acceptable; lqc evaluated and acceptable. Converted from hemochron signature to hemochron signature plus instrument in late 2008. Correlations were performed and acceptable at time of conversion. Method, results, and conclusions: manufacturer evaluation / investigation pending product return from user facility.